Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra resilia aortic valve implanted for 6 months presented with halt ((B)(6) 2026). She was started on warfarin for 2 months with dramatic improvement of her gradients to 8 mmhg and significant resolution of her tavr halt on CT ((B)(6) 2026). However, the CT that showed that the thrombus (halt) had cleared up, showed pannus. Under mac anesthesia, the patient had a post dilation with a 22 non-edwards balloon. The bav was a success with no paravalvular leak, no central aortic insufficiency, and acceptable gradients. She tolerated the procedure well with no complications. The valve was not replaced. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: there is thickening from fibrosis at the leaflet tips and at the non/left commissure. There is nearly circumferential hypoattenuation just below the leaflet tips on the inflow side, consistent with pannus. No halt was observed.